Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient was hospitalized with hyperglycemia of 405 mg/dl, and he believes the insulin delivery of the infusion device is inaccurate. Bolus amounts of 21.0, 22.0, and 25.0 iu are listed in the history, and he reported he did not program these. The infusion set had been in use for 9 days at the time of the event. There were e4 occlusion errors listed in the history that were not resolved, and "hi" values in his blood glucose monitor. He experienced leg pain and a stomachache, and he vomited. His blood glucose was 489 mg/dl in the hospital, and he tested positive for ketones. His blood glucose has remained elevated even when not on the infusion device, and his renal function is being evaluated. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The products meet the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection. The battery cover passed the optical inspection. The battery passed the optical inspection. The used cartridge was visually inspected, leak tested and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition, the glide force test results were in accordance with the specifications.